Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "date returned to manuf." From 9/22/2020 to 12/01/2020 to coincide with the return of a specific component to the failure analysis lab for further evaluation. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While servicing the device, an authorized bench technician found a charge button failure in the status logs. No patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While servicing the device, an authorized bench technician found a charge button failure in the status logs. No patient involvement.